Event description:
The pt reported, the buttons of the infusion device do not work properly, there is a horizontal line across the display and the display goes blank, and after changing the insulin cartridge the volume was not delivered and the infusion device restarted by itself. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.